Event description:
It was reported that dislodgement of the lead occurred. The lead was unsuccessfully repositioned several times. The lead was extracted and replaced. There where no consequences reported for the patient.

Manufacturer narrative:
(B)(4).